Manufacturer narrative:
The customer¿s report that the tubing separated at the fitment was confirmed. Visual inspection confirmed that the separation occurred between the silicone segment tubing and the upper fitment. No crush marks were observed on the upper fitment. No other abnormalities were observed on the set during visual inspection. No functional testing was performed due to the separation and obvious leaking that would occur. Dimensional analysis was performed on the tubing and upper fitment and were found to be within specifications. Further visual inspection of the separated silicone segment observed no retainer ring indentations. The root cause of the separation of the silicone tubing to the upper fitment was identified as the set's retainer ring not being assembled onto the set during the manufacturing assembly process.

Event description:
It was reported that the tubing separated at the fitment, resulting in a leak. This event occurred on an unspecified date in (B)(6) 2019 while infusing saline. There was no patient harm reported. Although requested, additional information has not been provided.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that tubing separated at the fitment, resulting in a leak. This event occurred on an unspecified date in (B)(6) 2019 while infusing saline. There was no patient harm. Although requested, additional information was not provided.